Event description:
It was reported by service report that the gas fowler cylinder was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler, release handle.